Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the buttons were unresponsive on the insulin pump. The customer¿s blood glucose was unknown. Troubleshooting was not performed on the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with unresponsive buttons due to unlocked connector at lcd board. Unable to perform displacement test or self test due keypad anomaly. The device was received with cracked case at display window corners, cracked display window, minor scratched display window, scratched case and stained end cap sticker.